Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted customer service to report the micropore-paper tape was causing patient¿s skin to itch. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".